Event description:
The initial info provided by the surgeon was that an istent was unable to be implanted into the pt's right eye due to compromised visibility (device 1, which is the subject of of this report). The backup stent (device 2, which is provided in MDR # 2032546-2015-00019) was also attempted, but was not able to be implanted either. When the initial complaint was filed there was no pt injury reported. Add'l f/ info was requested and the surgeon later reported that one month postoperatively the pt's vision was compromised due to cystoid macular edema in the operative eye. Iop was holding at 16 mmhg in both eyes. The surgeon prescribed several eye medications. The surgeon noted that the pt had been on anticoagulant medication, but had discontinued 4 days preop. There was no postop hyphema reported. The pt's preoperative bcva in the right eye was 20/80-20/100. Postop bcva was 20/50 as of (B)(6) 2015.

Manufacturer narrative:
The stents were discarded by the customer and are not available for eval. The device history records were reviewed and there were no issues found that relate to the reported event. Cystoid macular edema is listed in the device labeling as a known inherent risk of cataract and glaucoma stent surgery. MFR ref:(B)(4). Ref to MDR 2032546-2015-00019 for the 1st istent that is referenced in this report.